Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during precheck a pump with a cadd medication cassette attached was alarming no disposable, clamp tubing. It was reported the customer changed to another cassette, no further alarms occurred. No adverse patient effects were reported. No additional information is available at this time.